Event description:
It was reported that this right atrial (ra) lead exhibited chronic impedance measurements of greater than 3000 ohms. It was noted that the lead was functioning appropriately other than the out of range impedances; therefore, the health care professional (hcp) was continuing to monitor the patient. The high impedance measurements resulted in a signal artifact monitoring (sam) alert. No adverse patient effects were reported. The lead remains in service.